Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: in 2006, it was reported that a setscrew backed-out of a 5.5 mas in a l2-s1 construct. It is unknown at this time if a revision surgery has been performed. No patient complications were reported.